Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated and was in the pericardium which was determined by computed tomography. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.